Event description:
While the doctor was performing a lap colon resection, the acoustic stud on the handpiece broke off in the instrument. The doctor attained another handpiece and completed the case with no patient consequence.